Event description:
It was reported that during patient treatment, saline bag that was hanging above the ventilator, exploded and spilled on the ventilator due to a pressure sleeve. The ventilation stopped due to liquid ingress to electrical components. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer was on site to investigate the issue. Expiratory channel, inspiratory and expiratory pressure transducer and control printed circuit boards (pcb) were found contaminated with saline and replaced with new ones. Then the ventilator passed all functional and safety tests and returned to clinical use. The pcb's were not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. No logs could have been retrieved by our field service engineer due to water damage of the electrical components. The root cause of the reported issue is attributed to user error.

Manufacturer narrative:
Our field service engineer was on site to investigate the issue. Expiratory channel, inspiratory and expiratory pressure transducer and control printed circuit boards (pcb) were found contaminated with saline and replaced with new ones. Then the ventilator passed all functional and safety tests and returned to clinical use. The pcb's were not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. No logs could have been retrieved by our field service engineer due to water damage of the electrical components. The root cause of the reported issue is attributed to user error.

Event description:
It was reported that during patient treatment, saline bag that was hanging above the ventilator, exploded and spilled on the ventilator due to a pressure sleeve. The ventilation stopped due to liquid ingress to electrical components. There was no patient harm. Manufacturer ref.#: (B)(4).